Manufacturer narrative:
This device was discontinued in 2001 and is no longer manufactured by b+l. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a hydroview intraocular lens was explanted due to opacification of the lens. Add'l info was requested, but has not been received to date.